Event description:
The pt had a lead extraction in 2009 to remove and replace a malfunctioning ventricular lead. Before the procedure, biotronik rep wayne cook interrogated the device and performed a basic check, and reported all functions were working normally. After the lead extraction and replacement, the device was replaced in the pocket. Within a few hours of the surgery, the rep attempted to interrogate the device. The device could not be interrogated. Two months later - this device was returned to binc. Associated devices: selox st 53, 1028232-2009-01044.